Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. This product is a supplied device from a vendor. The supplier was notified of this event via (B)(4). Per the supllier response: a review of complaints was performed. 0 complaints in the past 12 months regarding this part number and the batch reported on this complaint. Based on the device history record there is evidence that this was not a manufacturing-related issue. ". The customer's reported complaint descripiton of guidewire "when pulling the guidewire through to remove it, the tip broke off" is not confirmed. Due to the sample not being returned or a photo being provided, a definitive root cause cannot be determined. A review of the device packaging history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the end user with this catalog number instructs the user to gain percutaneous access with the 21 ga. Entry needle. Advance the 0.018" guidewire through the 21 ga. Needle. Withdraw the entry needle while leaving the 0.018" guidewire in place. Advance the sheath/dilator set over the 0.018" guidewire. Remove the 0.018" guidewire. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with a .018 45cm guidewire. During a procedure, when pulling the guidewire through to remove it, the tip broke off. The patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.